Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc192 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that the bc192 flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative, that the bc192 flexitrunk infant nasal tubing was found to be torn before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the bc192 flexitrunk infant nasal tubing was returned to our fisher & paykel healthcare (f&p) service centre in australia, where it was inspected by a trained f&p service technician. Results: the inspection of the complaint bc192 flexitrunk infant nasal tubing confirmed that it was torn. Conclusion: we are unable to determine the cause of the reported fault. However, it is likely to have been caused by pulling of the tubing. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.